Event description:
The patient was undergoing a coil embolization procedure to treat a gi bleed in the superior mesenteric artery using a lantern delivery microcatheter (lantern), and a non-penumbra diagnostic catheter. During the procedure, the physician met resistance while advancing the lantern within diagnostic catheter. Next, while retracting the lantern, the physician found that it was broken at the proximal end. Therefore, the diagnostic catheter was removed with the broken piece of the lantern inside. The procedure was completed with a non-penumbra catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. Placeholder.

Manufacturer narrative:
Evaluation of the returned lantern confirmed that the catheter was fractured. It was reported the rhv may have been too tight on the subject lantern. If the rhv is too tight during manipulation of the lantern, it may contribute to increased resistance. Manipulation against this resistance likely contributed to the lantern becoming fractured. Further evaluation revealed ovalizations along the catheter shaft. This damage was incidental to the reported complaint and may have contributed to the reported resistance. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.